Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If explanted; give date: not applicable, lens remains implanted. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign object, plastic-like clear piece was seen on the surface of an intraocular lens (iol), model zcb00 once the lens was implanted in the eye. The issue was noted on two zcb00 lenses implanted in two different patients. It was indicated that the foreign object was in the same position and same consistency on both implants and that on both patients, the foreign object was able to be removed. Reportedly, the foreign object was disposed and it is not available for return. There was a five (5) minutes delay in the procedures. There was no incision enlargement, no vitrectomy or sutures required. No further information was provided. This MDR report pertains to the lens implanted in the first patient's eye. A separate report will be submitted on the lens implanted in the second patient's eye.